Event description:
A patient was implanted with a 6mm amplatzer septal occluder (aso) and a 14mm aso without complication. Approximately 19 months later, the patient was diagnosed with cardiac tamponade and underwent surgery to explant both devices. The atrial septal defect was surgically repaired and the patient's post-operative course was uneventful. See 2135147-2013-00125 regarding the 14mm aso device.

Manufacturer narrative:
The 6 mm aso was returned to sjm and was placed into formalin. The occluder was covered in dense white tissue that extended onto the second occluder (refer to 2135147-2013-00125). The tissue completely covered the nitinol wires on both the distal and proximal discs; the waist contained dense white and yellow tissue that extended from the waist out to the edge of the discs. No dimensional or functional testing was able to be performed due to the tissue formation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. This event was reviewed by the st. Jude medical erosion board. Based on the information available, erosion by the 6mm aso was unconfirmed.

Event description:
A patient was implanted with a 6mm amplatzer septal occluder (aso) and a 14mm aso without complication. Approximately 19 months later, the patient was admitted with sudden thoracic pain radiating into the left shoulder. The patient was admitted due to signs of pericardial effusion/tamponade and 300ml of blood was drained. The next day, the patient underwent a medial sternotomy; no clear source of bleeding was observed and both asos were well-positioned with no signs of erosion or perforation. Both asos were explanted and the defects were closed with a pericardial patch. The patient's post-operative course was uneventful. Please reference 2135147-2013-00125 for the 14mm aso.